Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device was discarded. The cause of reported leak is unk.

Event description:
Customer reported that etoposide leaked from the circular portion on the back of the filter while infusing on a pt in the bone marrow transplant unit. Infusion was at 400ml/hr via a port-a-catheter. There was no report of harm to the patient and no report of medical intervention. The customer states that no further pt/event info is available.